Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the rechargeable battery was missing, and the cassette lock gave alarm when the cassette was partially unlatched, and even when the cassette was locked. There was unknown patient involvement, and unknown signs or symptoms experienced.